Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced a high blood glucose. Customer¿s high blood glucose value was 30 mmol/l at the time of incident. Customer treated with insulin pen for high blood glucose. Customer had a symptom like nausea. Based on customer report customer does not allege pump was under delivering. Customer stated that they feel ok to do troubleshooting for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose. The device will not return for the analysis.